Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The fsr performed preventative maintenance on the unit and completed the checkout procedure. The unit meets manufacturer specifications.

Event description:
The customer reported that the unit alarmed "xdcr fault." It is unknown if there was patient involvement associated with this reported issue.